Event description:
I am reporting a defect in a product of emed technology corporation - the "soft-glide sub-509," a subcutaneous infusion set with lot #1510066 and an expiration date of (B)(6) 2020. I found a leak in one of the tubing lines above the needle, but below a tri-furcation tubing node.